Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h6 (component codes), h11.

Event description:
N/a

Event description:
It was reported that, during inspection by the hospital staff the cardiosave intra-aortic balloon pump (iabp) unit had an alarm "fan failure detected". There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the compressor fan was unplugged. The fse reinstalled the compressor fan and the unit passed all functional and safety tests and was returned to customer. Based on the evaluation results provided by the field service engineer, the issue was resolved by ¿reinstalling the compressor fan¿ since no part was replaced or returned for evaluation, the root cause could not be determined. However, per the cardiosave dfmea the possible causes of the failure mode reported by the customer ¿fan assembly issue¿ are the following: cable assy, fan #1, failure / component reliability or loose mechanical connection.

Event description:
N/a